Manufacturer narrative:
The unit was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Corroded electronic assembly and corroded motor assembly noted during visual inspection. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer stated that he fell into a river and afterwards received a low alert, and then received a button error alarm. The customer reported fluid under the lcd display. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.